Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: complaint report states that a 30 gage hypodermic needle broke off from the hub in the patient. Details of the incident, the clinician cleaned the patient's back and administered the local anesthetic (skin wheal). Upon removing the syringe, she noticed that the needle had broken off the hub of the syringe and remained in the patient's back.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used hub with a broken off needle was received for further evaluation. Based on the condition of the received sample, it was confirmed that the needle was broken off at the hub. Although the hub was returned with no needle, it did not confirm the breakage to be the result of any manufacturing process. While we are unable to confirm the root cause of the reported defect, we will maintain this report for further references and continue to monitor other reports for similar occurrences. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. If any additional pertinent information becomes available, a follow up will be submitted.